Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine, if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported, that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 562 mg/dl, while wearing the pod for longer than 48 hours. In addition the patient reports, the pod was leaking during wear. Symptoms reported, include hyperglycemia, pain, nausea and dehydration. The patient reports, they were taken by ambulance to the hospital. Once at the hospital the patients pod was removed. The patient was diagnosed with dka, as well as a urinary tract infection. The patient was treated with intravenous fluids, as well as (B)(6) doses of morphine. The patient was discharged from the hospital after (B)(6) days. The patient was able to apply a new pod after this event.